Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-1605. It was reported the pt was experiencing a burning sensation at her ipg pocket site while charging. The pt was advised to use the charging belt while charging. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.